Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving prialt, unknown concentration at unknown dose via intrathecal drug delivery pump for non-malignant pain, headache and degenerative disc disease. It was reported that erosion occurred. It was unknown if the device actually ruptured the skin. The area of concern related to this report was pump pocket. Patient's pump was moving and they were concerned about erosion. The pump had been flipping since the same year she got the pump and now it had become painful. Reported symptom was pain. No further complications were reported.

Manufacturer narrative:
Pump and catheter were returned. Analysis found no anomaly. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from manufacturer representative (rep). It was reported that the motor stall occurred at 12:05 am on (B)(6)2018 and recovery occurred at 12:20 am. Pump and catheter were returned. No further complications were reported.